Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one curved opening, brown particles material was found on the gel and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one opening crease sharp, a sharp edge broken in the shell with nick, stress marks and wear abrasion. Based on the device analysis the final assessment is: one opening crease sharp in the side posterior assessed as fold flaw opening. A sharp edge broken in the shell with stress marks in the side posterior assessed as surgical impact opening

Event description:
Healthcare professional reported "rupture" and "capsular contracture baker grade IV" against left side. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade IV.

Event description:
Physician reported "rupture" and "capsular contracture baker grade IV". Device has been explanted. This relates to the left side.